Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose (bg) level was reported as "high" on cgm. Customer did not report how elevated bg was addressed. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.